Manufacturer narrative:
(B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30379339l number, and no internal actions related to the reported complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a pentaray nav high-density mapping eco catheter and foreign material was observed on the usable length of the catheter. Initially it was reported that during a pulmonary vein isolation (pvi) ablation procedure, right before the pentaray nav high-density mapping eco catheter was inserted into the cardiac cavity, the physician found the seal between the insertion tube and the catheter and discarded it. They removed the adhesive seal and inserted the pentaray nav high-density mapping eco catheter into the body. The procedure was completed without patient's consequence. Multiple attempts had been made to obtain clarification to this complaint. However, no further information had been made available. With the information available at that time, this event was assessed as not MDR reportable for catheter shaft broken outside of patient. Additional information was received on august 18, 2020 clarifying that there was a sticker-liked material between the catheter and the insertion tube. A picture was provided and based on this image this event was re-assessed to MDR reportable for foreign material on the usable length of the catheter for this event. The awareness date for this event is (B)(6) 2020.